Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's cgm went off and showed a cgm reading of 70 mg/dl. The patient felt weak, shaky and sweaty. She placed sugar on her tongue and the cgm alarm stopped. She continued to feel unwell which prompted her son to call 911. Upon ems arrival, her blood glucose was checked and found to be approximately 47 mg/dl, while her cgm was showing greater than 100 mg/dl. The patient does not recall if any treatment was administered by ems. She was transported to the ER. In the ER, her blood glucose via fingerstick measured 43 mg/dl, while the cgm continued to display greater than 100 mg/dl. She was treated with IV glucose and given cranberry juice and a toast sandwich with peanut butter. She remained in the ER for a couple of hours. At discharge, her blood glucose was 120 mg/dl. She reported still feeling weak and nauseated. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient first had symptoms. The reported glucose values fall within the c zone of the parkes error grid upon ems arrival and at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.